Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that the patient was admitted for right ventricle failure, which was complicated by gastrointestinal bleeding. It was reported that there was a slow decline in the patent's hematocrit and hemoglobin levels. A fecal occult blood test was positive. The patient received 1 unit of packed red blood cells. Heparin and coumadin were held for an esophagogastroduodenoscopy (egd). The colonoscopy & egd were negative for a cause. The clinicians were unable to do a CT enterography due to contrast load with increasing risk of contrast induced nephropathy. On (B)(6) 2017, it was reported that the patient was still in the hospital and receiving intermittent blood transfusions. No more melenic stools have occurred. No further information was provided.

Manufacturer narrative:
The device remains in use and was not available for evaluation. The submitted system controller log file showed that the pump was operating as intended above the low speed limit with no atypical alarms captured. No atypical events were observed in the data. A direct correlation between the device and the reported events could not be conclusively established through this evaluation. Bleeding and right heart failure are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The device remains in use and was not available for evaluation. The submitted system controller log file showed that the pump was operating as intended above the low speed limit with no atypical alarms captured. No atypical events were observed in the data. A direct correlation between the device and the reported events could not be conclusively established through this evaluation. Bleeding and right heart failure are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
It was reported that there was a slow decline in hematocrit and hemoglobin levels. Noted positive occult bowel movement. Heparin infusions was discontinued. Coumadin held and the patient received a packed red blood cell transfusion. The colonoscopy on (B)(6) 2017 found small internal hemorrhoids. Normal rectal mucosa. The esophagogastroduodenoscopy with biopsy on (B)(6) 2017 found gastric antral nodules (benign appearing) and there was no visual explanation for the anemia seen. It was reported that the event resolved on (B)(6) 2017.

Event description:
Additional information: it was reported that the patient was admitted for lightheadedness and dizziness after lab workup revealed anemia with hematocrit of 18.5% after recent hematocrit of 22% on (B)(6)2017. The patient received 2 units of packed red blood cells on (B)(6)2017. An enteroscopy was performed and the source of bleeding was not found. The patient discharged home. No further information was provided.